Event description:
Gr.2 colonic hemorrhage. Pt was seen at (B)(6) hospital's ER on (B)(6) 2016 with the chief complaint of dark red blood per rectum. Pt was admitted to (B)(6) with stable vital signs and hemoglobin wnl. Pt was recommended to have a colonoscopy in house but refused, and was discharged on (B)(6) 2016 with recommendations to follow up with his gastroenterologist. Pt had a colonoscopy on (B)(6) 2016 and was diagnosed with bleeding colonic polyps, which were removed during the same procedure. Pt's symptoms have since resolved without any long term sequelae. Pt was randomized to treatment, and had electrocautery at v1 unit. V2 visit consisted of hra without biopsy. Date of use: start date of first course: (B)(6) 2015. Start date of course associated with expediated report: (B)(6) 2016. Start date of primary ae: (B)(6) 2016. End date of primary ae: (B)(6) 2016. Course number on which event(s) occurred: 2. Total number of courses to date: (B)(6). Ticket #: (B)(4). Report type: original. Amendment #: 0. Protocol #: (B)(4).